Manufacturer narrative:
The impella cp was returned for evaluation, along with the automatic impella controller's sole data logs. An analysis of the data logs confirmed that the placement signal was not reliable and that "placement signal lumen blocked" alarms occurred during the event. Purge pressure and purge flow appeared normal throughout case the evaluation of the returned impella cp revealed that the placement signal was not functioning properly. During the evaluation the red pump plug was cracked open revealing a significant amount of biomaterial. There was no corrosion found to the internal mechanisms. A twin pin tear down was performed which revealed blood in the catheter sleeve and a crack in the adhesive. In conclusion, the root cause of the bleeding from the red pump plug and placement signal unreliable alarms was a twin pin fracture. [(B)(4)].

Event description:
The complainant reported that the physician placed an impella cp in a (B)(6) year old female patient. The insertion and placement were reported as fluid and flawless. The repositioning sheath was inserted and sutured. Upon getting ready to transport the patient to the floor, the placement signal became erratic. Blood was observed to be leaking from the red pump housing. A normal saline pressure bag was attached to red port with the roller clamp open which made the bleed out of the housing worse. The pressure bag was removed and the red side port was capped, and the red housing was kept above the patient's heart. Upon arrival to the floor, it was noticed that the bleeding had slowed to a near stop. Patient blood loss was estimated to have been between 50 to 75cc's, and the patient as administered 1 unit of packed red blood cells. It was decided to continue supporting the patient with the impella cp, and the patient was successfully supported for 49.42 hours. There were no additional adverse effects on the patient during patient support.